Event description:
During an in-clinic follow-up, a failure to sense and a loss of capture (loc) were observed on the right atrial (ra) lead. An x-ray was performed and the ra lead was found to be dislodged. A revision procedure was performed. The ra lead was successfully repositioned to resolve the event. The patient is stable with no consequences.